Event description:
It was reported that the procedure was cancelled. A 1.25mm rotalink burr was selected for use. During testing of the device, after the guidewire, burr and the advancer were connected, it was noted that the advancer leaked and could not rotate. Repeated attempts still failed to rotate, and the patient could not insist on the procedure. Therefore, the physician stopped the procedure. The patient condition following procedure was stable.

Event description:
It was reported that the procedure was cancelled. A 1.25mm rotalink burr was selected for use. During testing of the device, after the guidewire, burr and the advancer were connected, it was noted that the advancer leaked and could not rotate. Repeated attempts still failed to rotate, and the patient could not insist on the procedure. Therefore, the physician stopped the procedure. The patient condition following procedure was stable. It was further reported that the procedure cancellation occurred post sedation with local anesthesia. It was further reported that this event is a duplicate of (B)(4).